Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left-sided grade iii capsular contracture concomitant products: 415cc mentor memorygel breast implant (catalog #: shpx415 , (B)(4)).

Event description:
It was reported that a (B)(6)-year-old female patient underwent a breast augmentation with a 415cc mentor memorygel breast implant and experienced postoperative left-sided grade iii capsular contracture. As a result, the patient underwent removal and replacement with two 465cc mentor memorygel breast implants (catalog #: shpx465 , lot # for left: 7724147-005, lot # for right: 7724147-006 ) on (B)(6) 2019.

Manufacturer narrative:
On 12/09/2019, the investigation on the suspected medical device was completed. Investigation summary: during visual inspection of the device, it was observed that there is no apparent damage. No anomalies were observed. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. An investigation of the returned device was performed, and mentor could not uncover any device failure that we could connect to the reported medical symptoms. Manufacturer's reference number: (B)(4).